Event description:
It was reported that the external pulse generator (epg) experienced low pacing output during a procedure. The procedure was completed with another epg, and the original epg is expected to be returned for evaluation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).